Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37258 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed the balloon catheter was bent. The catheter smart chip data was reviewed and the data indicated the catheter was used for 16 applications. However, the catheter usage date recorded on the smart chip, 2024-02-29, did not correspond to the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. During inflation a kinked guide wire lumen was observed inside the balloon segment and the push button did not go back. During deflection testing (lever pushed to the forward and backward positions), the shaft was unable to deflect as expected. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 3.175 centimeters proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist was observed on the guide wire lumen, and a bellow stuck/glued on the hypotube-pushbutton assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the tip of the catheter was "soft" resulting in maneuverability and occlusion issues. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.